Event description:
It was reported that the as lvp 20d 2ss 15m experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. I'm emailing to report a new suspected back check valve failure. Secondary infusion ended earlier than expected (and primary drip chamber became overfilled). Patient effect: minor harm reported.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the as lvp 20d 2ss 15m experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown. I'm emailing to report a new suspected back check valve failure. Secondary infusion ended earlier than expected (and primary drip chamber became overfilled). Patient effect: minor harm reported. D.1. Medical device brand name: as lvp 20d 2ss 15m. D.3. Medical device manafacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Medical device catalog#: 24302-0004. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: na. H.6. Investigation: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A model number wasn't provided by the customer. Using the smart site ID, the set was identified to most likely be 24302-0004. Model number 24302-0004 does not come assembled with a back check valve to stop fluid from back flowing. The customer complaint that the secondary infusion ended earlier than expected and primary drip chamber became overfilled was unable to be replicated because this set should not be used as a primary infusion with a secondary infusion line attached. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced check valve malfunction. The following information was provided by the initial reporter: material #: unknown, batch/lot #: unknown. I'm emailing to report a new suspected back check valve failure. Secondary infusion ended earlier than expected (and primary drip chamber became overfilled). Patient effect: minor harm reported.